Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported by the contact that the customer received multiple, intermittent occlusion alarms. There was no reported impact to the customer's blood glucose level. The contact did not have any further information about the occlusions. Although requested, additional information was not provided from the customer.

Manufacturer narrative:
The reported occlusion could not be verified during device testing due another device issue.